Event description:
It was reported that this patient experienced sinoatrial tachycardia that resulted in inappropriate anti-tachycardia pacing (atp) delivery. Additionally, a separate ventricular fibrillation episode had a few beats under-sensed, but no impact to therapy was observed. Boston scientific technical services was contacted and discussed programming options and continued monitoring. Shortly afterwards, this patient also received an inappropriate shock due to over-sensed sinus rhythm. The physician elected to change the patient's medications and reprogrammed the device to prevent future inappropriate therapy. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.